Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause could not be determined at this time. The device will not be repaired for the reported condition since it is a stay-in unit. Additional: a service history review revealed that this device has not been previously serviced by baxter for the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 5.09.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon evaluation by quality engineering, the reported condition was found to have been caused by an unbalanced pumphead module proximal sensor bridge.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a constant upstream occlusion alarm that was a false alarm. This condition was found in the biomedical department during testing. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version is currently unknown.